Manufacturer narrative:
A titan genesis pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation near the base of the bladder of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to be a crease fold . No functional abnormalities are noted with the pump or cylinder #2. Quality concluded that the separation and adjacent material in the bladder of cylinder #1 indicated that the bladder had creased and folded onto itself while in-vivo. The device was implanted for approx. 10 years and assumed functional. This creasing fatigued the material over an extended period of time and resulted in the eventual separation and leakage. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, ipp (inflatable penile prosthesis) stopped working after 10 years, surgeon noted leak in cylinder.